Manufacturer narrative:
Updating fields: h6 and h11. The device was returned to olympus for inspection. The alleged reported issue could not be confirmed by olympus repair center. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that while using the evis exera iii bronchovideoscope a scope communication error was received; b30. The reported malfunction occurred during an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.